Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of the mynx vascular closure device (vcd), it was reported that the balloon pull through the artery wall. The device was removed and manual compression was performed for thirty-one minutes to achieve hemostasis. The mynx vcd balloon was inflated inside the femoral artery. As physician brought the balloon to the artery wall the balloon came right thru and the physician pulled the device directly out of the patient. No additional information was provided.

Manufacturer narrative:
Additional information was received and the device was discarded by the facility. During use of the mynx vascular closure device (vcd), it was reported that the balloon pull through the artery wall. The device was removed and manual compression was performed for thirty-one minutes to achieve hemostasis. The mynx vcd balloon was inflated inside the femoral artery. As physician brought the balloon to the artery wall the balloon came right thru and the physician pulled the device directly out of the patient. No additional information was provided. The device was not returned for analysis. A device history record (DHR) review of lot f1812902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the pull through could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, prepping and handling factors are possible. According to the instructions for use, which is not intended as a mitigation, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. While in use, the user is instructed to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to completely purge the device of air during the prep phase along with excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces. The collapsed balloon can then be pulled through the arteriotomy, resulting in removal of the sealant and access. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.